Event description:
Procedure: laparoscopic hepatectomy. According to the rptr: while in use, the shaft tip was torn. Used another device to complete procedure. Nothing fell into cavity. No pt harm. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).